Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a single-incision myomectomy, a uterine gland myomectomy and an ovarian cystectomy on (B)(6) 2014 and suture was used. Due to adhesions of the surgical site the procedure seemed to be difficult to perform. The needle broke at the swage into the patient's abdominal cavity when the surgeon was suturing the uterus. The needle broke at the area where the surgeon was holding it with the needle holder. The broken piece fell into the uterus. In order to find it, an additional 12cm incision was performed in the patient¿s skin and uterus. Due to the incision in the uterus, bleeding increased and the patient received a blood transfusion. The broken piece was retrieved, and the incision was sutured under direct vision with another like device.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Thirty four needles were ebt/reshape tested. One needle failed ebt/reshape test. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.